Manufacturer narrative:
Follow-up information received on 18-apr-2016: quality-safety evaluation of product technical complaint: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had abdominal pain after essure (fallopian tube occlusion insert) insertion. She opted to have the coil removed. The physician performed a hysteroscopy. During this procedure, when he removed essure, 5 ml was protruding into uterine cavity and he removed as much as he could. He was not sure if all of it was removed. The reported events are listed according to essure's reference safety information. In this case, it is unclear if essure was in correct position or if the device was dislocated (protruding into the uterus). Additionally, the physician was not sure if he removed all the device, thus a device breakage upon removal cannot be formally excluded. Although limited information was provided, considering the reported events' nature and based on essure safety profile, causality with the suspect insert cannot be excluded. This case was regarded as an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Follow-up information received on 10-jun-2016:despite follow-up attempts, no response was given to date. Case closed.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)-2016 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2013 for permanent contraception. At time of insertion, only one coil placed due to tubal obstruction on other side. The physician reported the patient opted to have essure coil removed due to FDA warnings. When he removed essure 5 ml (no other specified) was protruding into uterine cavity and he removed as much as he could. The essure coils were removed by hysteroscopy and he was not sure if all of it was removed. Follow-up information received on (B)(6)-2016: patient was experiencing abdominal pain. Company causality comment:this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had abdominal pain after essure (fallopian tube occlusion insert) insertion. She opted to have the coil removed. The physician performed a hysteroscopy. During this procedure, when he removed essure, 5 ml was protruding into uterine cavity and he removed as much as he could. He was not sure if all of it was removed. The reported events are listed according to essure's reference safety information. In this case, it is unclear if essure was in correct position or if the device was dislocated (protruding into the uterus). Additionally, the physician was not sure if he removed all the device, thus a device breakage upon removal cannot be formally excluded. Although limited information was provided, considering the reported events' nature and based on essure safety profile, causality with the suspect insert cannot be excluded. This case was regarded as an incident, since device removal was required. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.